Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The author has not provided additional information about individual cases. Since the lot no. Is unknown, the manufacturing history record could not be reviewed. However, omsc has only shipped devices which passed the inspection. From the reported information, we presume that the reported accidental symptom was not due to the malfunction of the device, but occurred as a general accidental symptom of the procedure.

Event description:
The following event was reported at the 97th congress of the japan gastroenterological endoscopy society; oral 32-6. <summary>: it was reported a retrospective study regarding endoscopic hemostasis of colonic diverticular bleeding. Hemostasis for bleeding of colon diverticula was performed by our ez clip or non olympus's large clip (over the scope clip) to compare the success rate of hemostasis, the presence or absence of accidental symptom and postoperative bleeding (rebleeding) and the rate of transfer to surgery and to investigate retrospectively. Ez clips were used for 20 cases and non olympus's large clips or ez clips were used for 49 cases and total number of cases were 69 cases. Period of this study was from february 2013 to october 2018. Accidental symptom and the number of cases were as follows. Postoperative bleeding developed in 5 cases in the group of ez clip and 8 cases in the group of non olympus's large clip or ez clip. 6 cases in the group of non olympus's large clips or ez clips were able to stop bleeding again. 5 cases in the group of ez clip and 2 cases in the group of non olympus's large clip or ez clip required surgical intervention. This is the report regarding postoperative bleeding for ez-clip.